Event description:
It was reported that the pump experienced a malfunction while being reset for a previous issue. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.